Event description:
Caller reported an issue while updating personal settings, which resulted in a blood glucose level of 46 mg/dl. Customer consumed carbohydrates to address the low blood glucose and did not require assistance from a third party. Technical support assisted in updating the correction factor setting and advised the caller to consult a healthcare provider when making similar updates in the future.